Manufacturer narrative:
The reported event was confirmed cause unknown. Received (3) photo samples. First photo sample shows top view of catheter with syringe. Second photo sample zooms in on end of catheter with deflated balloon. Third photo sample shows inflation cap. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter with syringe. Visually inspected balloon and no physical defects present. Visual inspection of the sample noted using the returned syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1percentage aqueous methylene blue per 100ml distilled water) and inflated properly. Deflated balloon with returned syringe; did not deflated fully in under 5 minutes. Inflated and deflated with inhouse syringe, did not deflate fully in under 5 minutes. Replace valve with in house valve and inflated and deflated with returned syringe, deflation did not complete within 5 minutes. Using in-house valve and in house syringe, deflation did not complete in 5 minutes. Dissected the balloon, pin size (0.025 mm) fits in notch. Notch not completely perforated. Dissection at trifurcation arm: lumen appears obstructed at the location of the trifurcation arm. The returned sample does not meet specification which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Based on the results of the investigation, no actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: warning: on catheter, do not use ointments or lubricants having petroleum base. They will damage silicone and may cause the balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispense of in accordance with applicable local, state, and federal laws and regulations. Caution: federal (USA) law restricts this device to sale by or on the order of a physician. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Sterile unless package is opened or damaged. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer tip syringe. Do not use needle. Warning: this product should never be connected to the temperature monitor or connected to a cable during an mfh procedure. Failure to follow this guideline may result serious injury to the patient. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient. Catheters should be replaced in accordance with the cdc guidelines. Guideline for prevention of catheter-associated urinary tract infection. At the onset of first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. Caution: aggressive traction, particularly in the presence of suturing is not recommended for 100 percentage silicone based foley catheters. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a pretest, the sterile water could not be completely drained out of the foley catheter. Only about 5ml of the water could be drained. No measures were taken since the incident occurred during the pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid.

Event description:
It was reported that during a pretest, the sterile water could not be completely drained out of the foley catheter. Only about 5ml of the water could be drained. No measures were taken since the incident occurred during the pretest.